Event description:
Related manufacturer reference number: 2017865-2023-22362. It was reported that patient's atrial and right ventricular (rv) lead exhibited noise oversensing. Episodes of noise reversion and pacing inhibition was also noted. Both leads were explanted and replaced. The patient was stable.

Event description:
Additional information received notes that fracture was noted on the atrial lead.

Manufacturer narrative:
The reported events of noise, pacing inhibition were confirmed. The reported event of lead fracture was not confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. X-ray examination and electrical testing did not find any indication of conductor fractures. The cause of the reported events of noise and pacing inhibition was due to the exposure of the outer coil in the abrasion zone which is consistent with friction to the device can.